Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that during a patient procedure the images exhibited recognized ring artifacts. The philips field service engineer (fse) confirmed there was no harm to a patient. The fse performed a visual inspection of the collimator assembly and determined the compensator had failed with a crack, resulting in the image artifacts. The fse replaced the a-plane collimator assembly, and performed calibrations and constancy testing to resolve the issue. The system is operational and in clinical use.